Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reported that a patient was implanted on (B)(6) 2017 and intraoperative test showed all impedances over 10,000. The leads tails were cleaned twice prior to reinserting into the battery block and the same impedance was over 10,000. It was noted the battery was changed out for a new 97714 the wound was closed and post op impedances were still over 10,000 but the patient was receiving stim. There were no symptoms reported. No further patient complications have been reported as a result of this event.

Event description:
On (B)(6) 2017 mpxr (B)(4) (rep): information was received about a patient implanted with an implantable neurostimulator (ins). It was noted the battery had just been changed out for a new ins (same model). The wound was closed and post op impedances were over 10,000 but the patient was receiving stim. There were no symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via the rep. It was reported that the high impedance had been resolved. No additional troubleshooting was done, and the cause of the high impedance was not determined. No further complications were anticipated. Refer to MFR report # 3004209178-2017-09179 for the report of this event for the patient¿s ins that remains implanted.